Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. Primary stability not achieved, implant surface not completely covered with bone, sinus augmentation and ridge augmentation. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.